Manufacturer narrative:
Zoll has not yet received thethermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) was powered on; however, the display screen went blank and the console exhibited an audible alarm. The reporter was unable to specify if the console displayed an error message due to the nature of the issue. The issue occurred prior to patient treatment. Following this, another console was used for the patient treatment. No impact or known patient consequence was reported. Additional information received from the reporter stated that the customer inspected the device's connection to the power source with no issue observed.